Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that he put in a new battery but he took too long and received a battery out limit alarm. Customer stated that now he has a blank rectangle on the screen. Customer tried to do a self check but the screen goes black. Customer stated the screen is now clear but he has a battery out limit alarm. Customer's blood glucose was 239 mg/dl at the time of the incident. Customer stated that the pump alarmed after a battery change. Customer stated that the pump was alarming at the time of the call. Customer was assisted with clearing the alarm. Customer replaced the battery with a new battery and now the pump is giving him a blank screen with a high pitched tone. After troubleshooting, the customer stated that the display did not return. Customer was advised that the pump will need to be replaced. Customer was also advised to discontinue use of the pump and revert to a back-up plan.